Manufacturer narrative:
Analysis of historical records: the struts involved in this event are currently in use by patient. Unfortunately the code (potential 50-10400 long strut tlhex - 158mm-318mm) and lot number have not been made available, therefore it was not possible to perform the verification of the historical data. Technical evaluation: the devices involved in this event are currently in use by patient and therefore not available for the technical evaluation. The technical evaluation of these devices will be performed as soon as they become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On (B)(6) 2016: "in this case a frame was applied to allow the correction of a tibial defect by the masquelet technique. In this technique the bone is distracted quickly to the correct distance, and a cement spacer is inserted. This should partially share the load when weightbearing. 4 to 6 weeks later the spacer is carefully removed from inside the membrane that has formed around it and bone graft is inserted in the space left behind. According to the reports ossification follows. It may be quite a good technique for larger defects. The frame was applied on (B)(6). Exactly 4 weeks later two studs popped off and the frame collapsed, causing pain and distress to the patient, who went to the emergency department. The studs were replaced, and it seems that the patient has returned to (B)(6) and "is recovering". There should be no long term harm to the patient. It is not clear why the studs came off the frame, and it is important at some stage to see the affected struts and ring." On (B)(6) 2016 with the event description provided by mr. (B)(6). "This must have been very distressing for the patient. It seems that 2 studs popped off after the cement spacer had been removed from the 5 cm bone gap, which was therefore being held in position solely by the frame. At some point the studs were replaced (possibly by the patient or a doctor). Subsequent x-rays showed some disturbance of the position but the length had presumably been restored. The position was corrected and the frame is once again in a fixed position while the bone is healing from the inserted bone graft. I agree that it is possible that the healing of this defect may be delayed by this event. We must wait and see. I also would comment that this will be very difficult to quantify because there is no absolute rule about healing time in this procedure. Meanwhile we must await the return of the frame to see what might have happened to cause the studs to disengage." Final comments: the devices concerned are currently in use by patient and therefore not available for the technical evaluation. The technical evaluation of these devices will be performed as soon as they become available. The medical evaluation evidenced as follow: "I agree that it is possible that the healing of this defect may be delayed by this event. We must wait and see. I also would comment that this will be very difficult to quantify because there is no absolute rule about healing time in this procedure. Meanwhile we must await the return of the frame to see what might have happened to cause the studs to disengage." A complete medical evaluation of the case was not performed as the tl hex frame is still in use by patient, and the devices involved have not been made available for the technical evaluation. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. Once further information and/or the devices involved become available, orthofix (B)(4) will finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00082 follow up 1 and 9680825-2016-00084 follow up 1.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: mr. (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: tibia; surgery description: lengthening, correction; patient's information: (B)(6), male; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: a case of masquelet technique with struts 5/6 falling out leading to catastrophic loss of fracture reduction and pain. Patient went to local a&e who replaced the struts into the frame and secured with cable ties. The complaint report form also indicates: the device failure had adverse effects on patient: loss of fracture reduction; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; a medical intervention (outpatient clinic) was required: (B)(6) 2016; copies of the operative report are not available; copies of x-ray images are not available; information on patient current health condition: patient has had further program made and back in (B)(4) recovering. Further information received from the distributor on 4th september 2016: "the patient is still mid way through treatment and we will be unable to physically have the products return." Further information received from the distributor on 20th september 2016: code and lot reference of the tl hex struts involved: "the only details I have are on the picture, the patient is now in (B)(6) recovering."; "no struts have been replaced, just reconnected back to the ring and secured with cable ties."; date of the devices failure: "(B)(6) was the date of the incident." On 22nd september 2016 the surgeon provided, through the distributor a comprehensive description of the sequence of events. Below is reported an extract with the most significant information: there are no x-ray images with struts off as the leg collapsed into deformity and the patient reattached them together with ties; no software programme or prescription was being run. It was a static frame. "In this case a frame was applied to stabilize the 5 cm tibial defect by the masquelet technique. In this technique the bone gap is maintained at its original length, distance, and a cement spacer is inserted into the gap. There is no distraction or compression. The frame was applied 2 months prior. 4 weeks after the second stage masquelet when the spacer was removed and bone graft was applied to the gap, two studs popped off, whilst the patient was home and loaded the leg to walk. The frame collapsed, and most important the fracture defect closed causing acute uncontrolled shortening, deformity, pain and distress to the patient. He was rushed by ambulance to the local ae with morphine for severe pain control in the ambulance. He was sent to (B)(6) by ambulance for checkup. The stud position was verified and x-ray showed loss of the fracture position. The leg however was stable. After pain control patient was referred to my clinic for fu. In the interim time patient did not weight bear due to fear. He also tied all struts with plastic ties. X-rays in clinic showed moderately displaced position. A programme was run to correct this and patient discharged. It is likely that the healing of the fracture gap has been disturbed by the displacement of the gap and bone ends which will undoubtedly lead to longer healing time. This will be difficult to quantify. Hence we cannot say that no harm has been caused. The treatment is in the initial stages of bone gap healing. No programme is being currently run and frame is in a static position." Please also kindly refer to MFR report 9680825-2016-00082 follow up 1 and 9680825-2016-00084 follow up 1. (B)(4).

Manufacturer narrative:
Analysis of historical records: the struts involved in this event are currently in use by patient. Unfortunately the code (potential 50-10400 long strut tl-hex - 158mm-318mm) and lot number have not been made available, therefore it was not possible to perform the verification of the historical data. Technical evaluation: the devices involved in this event are currently in use by patient and therefore not available for the technical evaluation. The technical evaluation of these devices will be performed as soon as they become available. Medical evaluation: the information made available on the event was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00082 and 9680825-2016-00084.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: mr. (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: tibia; surgery description: lengthening, correction; patient's information: (B)(6), male; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: a case of masquelet technique with struts 5/6 falling out leading to catastrophic loss of fracture reduction and pain. Patient went to local a&e who replaced the struts into the frame and secured with cable ties. The complaint report form also indicates: the device failure had adverse effects on patient: loss of fracture reduction; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; a medical intervention (outpatient clinic) was required: (B)(6) 2016; copies of the operative report are not available; copies of x-ray images are not available; information on patient current health condition: patient has had further program made and back in (B)(6) recovering. Further information received from the distributor on 4th september 2016: "the patient is still mid way through treatment and we will be unable to physically have the products return." Further information received from the distributor on 20th september 2016: code and lot reference of the tl hex struts involved: "the only details I have are on the picture, the patient is now in (B)(6) recovering."; "no struts have been replaced, just reconnected back to the ring and secured with cable ties."; date of the devices failure: "(B)(6) was the date of the incident."; on 22nd september 2016 the surgeon provided, through the distributor a comprehensive description of the sequence of events. Below is reported an extract with the most significant information: there are no x-ray images with struts off as the leg collapsed into deformity and the patient reattached them together with ties -no software programme or prescription was being run. It was a static frame. "In this case a frame was applied to stabilize the 5 cm tibial defect by the masquelet technique. In this technique the bone gap is maintained at its original length, distance, and a cement spacer is inserted into the gap. There is no distraction or compression. The frame was applied 2 months prior. 4 weeks after the second stage masquelet when the spacer was removed and bone graft was applied to the gap, two studs popped off, whilst the patient was home and loaded the leg to walk. The frame collapsed, and most important the fracture defect closed causing acute uncontrolled shortening, deformity, pain and distress to the patient. He was rushed by ambulance to the local ae with morphine for severe pain control in the ambulance. He was sent to (B)(6) ae by ambulance for checkup. The stud position was verified and x-ray showed loss of the fracture position. The leg however was stable. After pain control patient was referred to my clinic for fu. In the interim time patient did not weight bear due to fear. He also tied all struts with plastic ties. X-rays in clinic showed moderately displaced position. A programme was run to correct this and patient discharged. It is likely that the healing of the fracture gap has been disturbed by the displacement of the gap and bone ends which will undoubtedly lead to longer healing time. This will be difficult to quantify. Hence we cannot say that no harm has been caused. The treatment is in the initial stages of bone gap healing. No programme is being currently run and frame is in a static position." Please also kindly refer to MFR report 9680825-2016-00082 and 9680825-2016-00084. (B)(4).